Manufacturer narrative:
No sample, no confirmed part number nor any confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were noted to be blunt. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the blunt knives were noted during separate cataract surgeries. There was no harm to any patient.